Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery (lad). The 3.5 mm x 15 mm nc quantum apex balloon catheter was advanced and encountered difficulty crossing the lesion. The device was pushed and inflation was performed twice to 12 atms. During the third inflation, the balloon ruptured at 12 atms. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery (lad). The 3.5mm x 15mm nc quantum apex balloon catheter was advanced and encountered difficulty crossing the lesion. The device was pushed and inflation was performed twice to 12atms. During the third inflation, the balloon ruptured at 12atms. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the device presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).